Manufacturer narrative:
Device remains in patient. This is a final report.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent a pocket revision to move the device location. Patient is reportedly doing well after the revision.